Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding, causing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer does not know what caused anomaly. After troubleshooting, caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.